Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the device was not working. It was reported it had been ¿a long time¿ since their device had not been working. Technical services recommended following the ifp guidelines for hyperbaric chamber even though the device was not working. No medical symptoms were reported.